Event description:
The clinician reports that the day the implant was placed in ada 19, failure occurred upon insertion. Details of surgery: primary stability not achieved and nerve encroachment. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and inflammation. No further patient complications were reported.